Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) using a preloaded delivery system there was a cut at the trailing haptic optic junction. A backup lens was used to complete the procedure and there is no reported patient impact. Additional information was requested.